Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
Manufacturer report number 1627487-2019-05716. Manufacturer report number 1627487-2019-05718. It was reported that possible infection was observed on the lead wound site. Patient had a recent lead revision procedure completed on (B)(6) 2019 reported in manufacturer report number 1627487-2019-03487 and manufacturer report number 1627487-2019-03488 for an unrelated issue. Infection is not due to disfunction in sterility or due to procedure and not related to devices implanted. The patient has a history of type two diabetes, high adult 1c levels with bipolar disorder and poor healing wound care which together contributed to the infection. Lab cultures were taken for the infection however no results were available. Device system was explanted. There were no complications during the procedure. It is unknown if the infection issue was resolved. Patient was stable.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number 1627487-2019-05716; manufacturer report number 1627487-2019-05718.